Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The marker discrepancy was unable to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Overall, the labeling on the guide wire was confirmed to be correct as the guide wire was confirmed to be without marker. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a balance middleweight (bmw) elite guide wire without markers package was opened. Upon use in a coronary artery, under fluoroscopy, it was noted that a marker could be seen. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.